Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) was loaded and separated according to the IFU. The seal loader caught the seal and only the delivery device handle fell out. The seal failed to eject from the delivery system. No delamination/cracking of the seal was noted. Delayed about 5 minutes. The surgery was successfully completed using the same new product. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected sections: h6--device code corrected from "2906" to "4042". The device was returned to the factory for evaluation on (B)(6) 2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device. The white plunger was not observed in the photograph. The seal was observed in the loading device window. No cracks or delamination was observed on the seal. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.227 inches (B)(6). The length of the delivery tube was measured at 2.50 inches (B)(6). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was observed. The lot # 3000238892 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.